Manufacturer narrative:
The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 74 year-old male with a past medical history of diabetes mellitus, hypertension, hyperlipidemia, end-stage renal disease on hemodialysis, coronary artery disease with prior stent placement, cerebrovascular accident, ventricular tachycardia, and respiratory failure. The patient was admitted from a rehabilitation facility under a cardiac alert. Cardiac catheterization demonstrated multivessel coronary artery disease, and the clinical team elected to perform high-risk percutaneous coronary intervention supported by an impella cardiac power (impella cp) device. The impella cp was successfully implanted without complication. Initial pump flows were normal; however, suction alarms subsequently occurred, and pump flow decreased rapidly according to staff reports. Due to safety concerns, the clinical team decided to remove the device. The impella cp was successfully explanted and replaced with a new impella cp device, which functioned normally following implantation.

Event description:
Impella placed without issue. Per best practice. Act 267 prior to insertion. Suction /flows decreased 0.5-1.0 rapidly per staff. The md decided to explant device for safety concerns and changed the impella to a new replacement impella through the same access site.

Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.